Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The excessive no delivery alarm could not be verified due to the alarm during the basic occlusion test. The insulin pump was received with minor scratches on the display window, cracked case at the display window corner, a cracked reservoir tube lip and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer received the motor error alarm on the insulin pump during priming and a bolus. The customer also received the no delivery alarm. The customer's blood glucose was 497 mg/dl. The customer was unaware of any significant events leading to the alarm. While troubleshooting, the customer stated that they did not perform the rewind sequence. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return the insulin pump for analysis.